Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, a patient experienced posterior vitreous detachment and decreased visual acuity. The decrease in visual acuity was decreased due to the posterior vitreous detachment and was not considered to have a causal relationship with the surgery or the implanted lens. Additional information received reports the patient's family requested the patient be referred to (B)(6) university.